Manufacturer narrative:
(B)(4)

Event description:
The customer's grand-daughter stated they received error 4 messages and a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter at 10:45 am was 5.0 inr. The result from the doctor's meter was 3.3 inr. Only one finger was used for the testing, but was stuck twice. A venous draw was also performed, but the result was not known. No treatment was received based on the customer's meter result. The customer's coumadin was held based on the result from the doctor's meter. There was no allegation of an adverse event. The customer had increased the coumadin dose "last friday". A result of 1.8 inr or 1.9 inr was obtained last week and was not questioned. The customer was not anemic or polycythemic, not on heparin, does not have antiphospholipid antibodies, is not using direct thrombin inhibitors, had no changes to medication, no illness, no dietary changes, and no symptoms of high results. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. The strips used by the customer have been disposed of and could not be returned for investigation. The customer's meter was received for investigation and was tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.2 inr and 2.9 inr, donor hct: 43% and 37%. Testing results: donor 1: masterlot strip/ customer meter and masterlot strip, 2.2 inr/ 2.2 inr. Donor 2: masterlot strip/ customer meter and masterlot strip, 2.9 inr/ 2.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Review of the meter error log showed the last error 4 message was received on (B)(6) 2017, but the event occurred on (B)(6) 2017. An error 4 can occur if blood is applied to the strip prior to the blood application prompt. Relevant retention test strips (lot 235475) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. The test on the customer's meter and the test on the doctor's meter were performed from the same finger. Per the product labeling, customers are instructed to never perform another test using the same fingerstick.